Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl and replace battery now alarm. The customer had not reported the symptoms and treatment. Customer's blood glucose level went into the 400's mg/dl. Customer stated that replace battery now alarm without first getting low battery alarm. Troubleshoot was performed for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The customer was assisted in performing rewind and displacement test and pump alarmed no reservoir the product was not returned for analysis.